Manufacturer narrative:
B3 date of event - correction. B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The report was done by a diabetes educator, who initially reported to a dexcom employee that the patient was hospitalized due to diabetic ketoacidosis while experiencing inaccurate low readings. When asked for more information the diabetes educator stated that the patient had low cgm readings for several hours, and that when they performed a fingerstick they realized they were hyperglycemic. The patient would have also had tested positive on ketones. The patient would have switched to injection, but no further information was provided by the diabetes educator. The patient was contacted and confirmed that they experienced diabetic ketoacidosis symptoms, but did not recall any specific ones. The patient was treated with intravenous insulin and was discharged after 6 days. At the time of the report the patient was stable. The patient did not recall any specific cgm nor blood glucose readings from the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On 11/16/2024, it was reported that the patient experienced inaccurate cgm values. The report was done by a diabetes educator, who initially reported to a dexcom employee that the patient was hospitalized due to diabetic ketoacidosis while experiencing inaccurate low readings. When asked for more information the diabetes educator stated that the patient had low cgm readings for several hours, and that when they performed a fingerstick they realized they were hyperglycemic. The patient would have also had tested positive on ketones. The patient would have switched to injection, but no further information was provided by the diabetes educator. The patient was contacted and confirmed that they experienced diabetic ketoacidosis symptoms, but did not recall any specific ones. The patient was treated with intravenous insulin and was discharged after 6 days. At the time of the report the patient was stable. The patient did not recall any specific cgm nor blood glucose readings from the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.